Manufacturer narrative:
Product event summary #the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during a patient follow-up, the device was unresponsive to cardiac signals (no pacing and no sensing) and showing very high impedances for both leads. It was also reported that there had been polarity switches for each lead. The physician believed this to be a blocked header issue with the implantable pulse generator (ipg). The device was explanted and replaced. There were no issues with the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).